Event description:
The customer reported that the joystick (remote user interface) was not working. This would cause a loss of motorized movements. This feature is critical for the type of imaging this c-arm was designed for. The system would be effectively unusable. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The logopsol servo device was replaced. The system was then found to be operating as intended.